Event description:
Boston scientific received information via the patient remote monitoring system that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited low out-of-range (oor) shock lead impedance (sli) measurement of less than 20 ohms. Additional information obtained from the field representative indicated that the cause of the oor sli was not determined. Further, the crt-d was near elective replacement indicator (eri). No planned interventions yet. At this time, the system remains in service. No adverse patient effects were reported.

Event description:
Additional information became available at the device explant procedure due to elective replacement indicator (eri), manipulation of this rv lead showed no noise and the physician elected to leave it implanted. The device was explanted while the rv lead remains in service. To date, no adverse patient effects have been reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.